Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the small grasping retractor instrument to perform failure analysis (fa). Fa was able to confirm the customer reported complaint. The instrument was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during central processing, a small grasping retractor instrument had a broken cable. There was no reported injury.